Event description:
It was reported during a contralateral stent placement in the iliac, the stent would not deploy. There was no patient injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned for evaluation. The safety clip was missing. The tuohy borst adapter and 2-way stop clock were open. The stent graft was in the system and in place. A flushing test was performed successfully at both, the pin vise handle (rear) and the 2-way stop cock (top). The outer sheath was slightly elongated in the area of the catheter reinforcement. During functional testing, the stent graft could not be released. The complaint is confirmed. During function testing, the stent graft could not be released. As stated in the event description, the doctor intended to place the fluency stent graft in the left iliac via crossover access. This may have caused very high friction forces in the section of the bifurcation, finally resulting in the described deployment difficulties. Additional information was requested but could not be provided. Based on the sample evaluation, the root cause for the described deployment difficulties could not be determined. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.